Event description:
The user facility reported to terumo cardiovascular systems corp that during pre-cardiopulmonary bypass, the centrifugal pump head leaked and was then replaced. No patient involvement as this occurred during pre-cpb. Product was changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations- and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on 05/20/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations- and as indicated by terumo cardiovascular systems. Visual inspection of the actual sample revealed crazing around the top housing weld. A small crack was found on the top housing underneath the outlet port, as well as multiple cracks on the top housing near the weld. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660 mmhg. The sample began leaking after 30 seconds of testing. The leak was coming from the cracks in the top housing located at the top housing/separator weld underneath the outlet port of the pump. Eight retention samples from the same product code were visually inspected and no anomalies were noted. A review of the device history record revealed no anomalies. The part was subjected to a 100% in process leak test prior to packaging. The sample was likely damaged during shipping and handling causing it to crack and leak. The compliant was confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4). Conclusion not yet available - evaluation in progress.